Event description:
It was reported that during new implant surgery a high impedance was seen. Per the report, all troubleshooting steps were performed including pin reinsertion and irrigation. An accessory kit was used and the generator still showed high impedance. The first lead was removed and a second lead was implanted, high impedance was seen again. The generator was then removed and a back-up geneartor was implanted, high impedance was still seen. The surgeon decided to try a third lead and impedance reading were normal product was returned and received for analysis. No other relevant information has been received to date.